Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crm received info that this atrial lead dislodged. The lead was explanted and replaced. No adverse pt effects were reported. The lead is currently with hospital pathology so it is unk whether it will be returned. Should additional info become available, this event would be updated.